Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
The investigation is still in progess. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 146785 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 146785, test base part number 195-430h / lot: 140472a. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 146785 showed that the complaint rates are (B)(4) and (B)(4), respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.